Event description:
It was reported that an electrical reset caused the implantable pulse generator (ipg) to display the elective replacement indicator (eri) message after only one year of implant. It was also reported that the nurse was able to reprogram the ipg back to acceptable values. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available.